Event description:
Dimensional discrepancy. The surgeon reported that he believes that there is a discrepancy in size between the trial and the definitive stem as after reaming the femur, the stem stood proud, causing him to have to ream further. The surgeon further stated that he is currently happy with the prognosis for the patient and that he does not anticipate the need for a revision.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There is 1 event associated with this event type (dimensional discrepancy and (B) (4)).